Event description:
Subsequent to the initial MDR, additional information was provided on 10/27/2023. The patient was in the hospital for less than 24 hours. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional h2: additional information.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On 07/24/2023, it was reported by the parents that the pediatric patient experienced failed sensor after warm up which occurred the day after the sensor had been inserted in the abdomen. The dexcom g6 app showed sensor failure. An undocumented time later, the patient experienced shaking and malaise. It was not documented whether the blood glucose was checked during the time following sensor failure. The patient was taken to the emergency department (ed) and the parent was unaware of the blood glucose value, but it was reported he had a high sugar level. The patient was treated with insulin and rehydrated. There was no documentation of further medical intervention. At the time of the call, the patient was in the ed and stable. Data was provided for investigation but does not reflect the full investigation window. The product was received and evaluated. An external visual inspection was performed and passed. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.